Event description:
It was further reported that a non bsc guide catheter and guide wire were used during this procedure. The balloon catheter was removed intact from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous distal right coronary artery (rca). After stenting a promus 2.5x18mm stent the nc quantum apex mr 15mmx2.50mm was used for post dilation. The balloon ruptured inside the stent at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).